Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Corrected device code, from a0722 to a070102. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead exhibited an increase in pacing threshold measurements. The lead was was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned which noted an increase in threshold. The lead remains in service. No additional adverse patient effects were reported.